Manufacturer narrative:
No additional information is available at this time. If additional information becomes available this event will be updated.

Event description:
Boston scientific (formerly guidant) received information from the patient's family that he received abdominal aortic aneurysm (aaa) repair via an ancure endograft system. It was noted that the patient passed away hours after the endograft was implanted.